Event description:
Agfa is voluntarily reporting the following event: customer, (B)(6), has five (5) dx-d 100 wireless units used within two (2) of their sites. The units have functioned well with no problems. One of the units installed in (B)(4) 2012, has functioned well without problems for 10 months, but has recently shown unexpected behavior. Agfa was made aware of this behavior on (B)(6) 2013, when the customer contacted agfa. There were three (3) events leading up to agfa's awareness: event one: on (B)(6) 2013, two hospital technicians were in an elevator and exiting with the dx-d 100 unit that was installed in (B)(4) 2012. As they started to move forward out of the elevator, the unit suddenly turned a hard left on its own, then straightened out and moved backwards towards the technicians. The technician driving the unit let go of the handle and the unit continued to move backwards until the unit "partially pinned" the technicians to the elevator wall. As soon as the unit came in contact with the technicians it came to a complete stop. The technician was able to drive the unit forward and out of the elevator. No one was injured by this incident. This unit operated with complete normal movement before and after the incident. No complaint was filed by the customer. Event two: on (B)(6) 2013, two hospital technicians were returning the same unit as described in event one, to its parking area for charging. The technician driving the unit, successfully turned right and then straight for a few meters, when the unit suddenly accelerated and turned a hard right. The technician tried to pull the unit back in order to straighten the unit's direction, but the unit grazed the wall. When this occurred, the technician let go of the switch and the unit stopped moving. No one was injured by this incident. This unit operated with complete normal movement before and after the incident. No complaint was filed by the customer. Event three: on (B)(6) 2013, a technician had been working on the evening shift and was using the same unit described in events one and two, for nearly 15 minutes. The technician needed to enter the elevator with the unit and proceeded to make a right turn into the elevator. Immediately after the rear wheels of the unit crossed the elevator threshold, the unit suddenly moved forward on its own and then accelerated unexpectedly. The technician attempted to stop the unit by pressing the handle and forcefully pulling back, but the unit proceeded to move forward at an accelerated rate. The unit turned slightly right and hit the rear wall of the elevator with force and stopped. The technician restarted the unit and attempted to drive it backwards out of the elevator. The unit had no forward motion capability and only moved backwards intermittently, and in short spurts of movement. The technician smelled smoke sometime after the unit hit the elevator wall. No alarms or warnings were visible on the console screen. No one was injured by this incident. The unit was removed by the customer and not used anymore after this 3rd event. The customer contacted agfa the next day on (B)(4) 2013 and requested a complaint be opened for the events involved with the problem dx-d 100 unit. Agfa customer support specialist performed initial onsite testing at the customer site and discovered a defective motion control board and a defective motor battery pack on the dx-d100 unit. Agfa's supplier of the dx-d100, (B)(4), along with agfa representatives have investigated the unit together at the customer site in (B)(4). Parts were replaced on the problem unit in order to make the unit operational with the ability to perform additional testing for the investigation. The complete drive part of the unit was checked and tested. Two defect boards were replaced; those for motor battery loading and digital motion. The voltage adjustment of the left gauge was incorrect and there was not a good connection to the encoder of the right motor. There was also a bad connection, a burned transistor of the left motor. It has been determined that both the right and left drive system showed failures that can influence the driving of the unit and all of the related parts causing the problems have been replaced. These problem parts will be shipped back to (B)(4). The customer's dx-d100 unit is now working properly and the customer has accepted using the unit again. No injuries to anyone nor harm to patients occurred during this described event.

Manufacturer narrative:
(B)(4). As root cause has not yet been determined, agfa is working closely with , our OEM for the dx-d100 units. Once root cause is determined, a path forward for corrective action will be identified and properly communicated to describe the plan. A mandatory service bulletin will be created to address the corrective action/s required to eliminate the unintended movements of the dx-d100 and dx-d100 wireless units. Another supplemental report will be submitted once root cause and corrective action is implemented. These actions, once known, will also be reported within our reportable correction to the FDA.

Manufacturer narrative:
This is a 2nd followup supplement to report that agfa has determined, along with (B)(4), the root cause of the problem of sporadic movement with the dx-d100 product was defective firmware on the digital motion control board. A mandatory service bulletin was issued via our reportable correction communicated to the FDA (FDA reference # - z-1487-13). Firmware of the digital motion control board will be upgraded to version v5r6b0. As a long term corrective action, the defective motion control board (dmcb) will be updated and a 2nd mandatory service bulletin will be issued to change out the old dmcb. All further reports will be communicated via FDA reference # - z-1487-13.

Event description:
.